Event description:
It was reported that during an unk surgery, the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/18/2023. D4: batch # 164c04. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with a gst60w reload loaded on the device. The reload was received partially fired 1/3. In addition, the jaw was closed, the stroke count indicator displays ¿lock symbol¿. The red manual knife reverse switch was push downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button and the jaw opened. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 164c04, and no non-conformances were identified.